Event description:
Consumer has been testing for 3 months. Called to report pt doesn't believe their meter is giving good results. Tested and compared to another meter. Analysis run on clark error grid using competitive reading (198) as ref. Points vs bd reading (63) yielded data points in the e range of the grid, outside acceptable limits.